Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR report#1627487-2018-04162. It was reported that the patient was not receiving adequate therapy from the drg system. No impedance issues noted on impedance check. X rays confirmed leads migrated and coiled around the ipg. As a result, surgical intervention was undertaken wherein the drg leads were explanted and replaced at left vertebral level l4 and left l5.

Event description:
Device 2 of 2, reference mf report#1627487-2018-04162. Patient is reportedly receiving effective therapy.